Event description:
A medtronic representative reported that the screw was stripped in the thoracic radiolucent clamp. There was no pt present.

Manufacturer narrative:
The investigation of the damaged part found that the malfunction directly caused event. The returned part showed signs of wear and tear. The clamp face was slightly bent to one side. The adjustment screw threads were stripped at the top of the travel.